Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 +20.5 diopter) was explanted from patient¿s left eye because of patient experiencing poor uncorrected visual acuity (ucva). There was no vitrectomy, no sutures and no incision enlargement required. A model zxt150 with lower diopter (+18.5) was the replacement lens. Reportedly patient had outcome more myopic, unexpected refractive result and astigmatism than expected. Visual acuity pre-operative: 20/30.1 20/200. Visual acuity post-operative ((B)(6) 2019): -2.00 +1.00 x 115 20/20.2 // ucva 20/40 +1. No further information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.